Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead impedance of less than 3000 ohms caused by a small notch on the lead near the clavicle. A new rv lead with the same model was placed in the rv septum. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established". This report is being submitted to correct the initial reporter email field (e1) in section e, initial reporter.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead impedance of less than 3000 ohms caused by a small notch on the lead near the clavicle. A new rv lead with the same model was placed in the rv septum. No additional adverse patient effects were reported.